Event description:
It was reported during remote follow up that the atrial lead exhibited low pacing impedance and oversensing due to noise. It had been noted during a prior procedure that the lead had an insulation breach. The lead will continue to be monitored. There were no patient consequences.